Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and device dislocation ('migration') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included multigravida, grand multiparity and miscarriage. Concomitant products included levonorgestrel (norplant). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("lower pelvic area pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (no complications)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder probs."), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff is medically unfit therefore essure removal not planned. Discrepancy noted with insertion date: (B)(6) 2012 and (B)(6) 2008, (B)(6) 2012. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), migration, perforation: fallopian tubes, bladder probs., vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: she never got back to the physician to get the result. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-nov-2020: pfs received. Patient information, medical history added. Event: pelvic pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and device dislocation ('migration'). In a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not done". And device ineffective. The patient's medical history included: multigravida, grand multiparity ((B)(6) 1994, (B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, (B)(6)2014.) And miscarriage. Concomitant products included: levonorgestrel (norplant). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("lower pelvic area pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (no complications)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches"). And was found to have hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown. And the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff is medically unfit. Therefore, essure removal not planned. Discrepancy noted, with insertion date: (B)(6) 2012 and (B)(6) 2008, (B)(6) 2012. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), migration, perforation: fallopian tubes, bladder probs, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, she never got back to the physician to get the result. Ultrasound scan vagina: on (B)(6) 2008, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), bladder disorder ("bladder probs."), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, bladder disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pregnancy with contraceptive device, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff is medically unfit therefore essure removal not planned. Discrepancy noted with insertion date: (B)(6) 2012 and (B)(6) 2008. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), migration, perforation: fallopian tubes, bladder probs., vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: she never got back to the physician to get the result. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: event injury nos was updated with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),pregnancy & device ineffective migration, perforation: fallopian tubes, bladder probs., vaginal discharge, fatigue, dental problems., hormonal changes, headaches, weight gain. Reporter (consumer) information updated, patient date of birth, age group added. Essure indication updated, product start date updated, ongoing ticked and reporter causality comment were added. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.